Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation on the lead was performed. Analysis could not confirm the allegation as the lead passed the insertion tests. The lead appeared to be very slightly bent from the terminal pin.

Event description:
Boston scientific received information that this right ventricular (rv) lead could not fully insert into the competitor device's header successfully. The physician thought it was getting held up at the sight of where the white insulation sleeve started. The physician was able to tighten the set screw on the competitor device but the lead measurements did not match with what the analyzer had, and noticed that the pin did not advance far enough into the header so the set screw was loosened and the lead was removed. A competitor lead was then used without a problem. This rv lead was never in service. No adverse patient effects were reported.